Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/exposed to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indication for use: drainage of urine. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Using proper aseptic methods, remove catheter from package. Prepare patient per hospital/nursing recommended procedure. Proceed with catheterization using standard techniques. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-illed luer-tip syringe. Do not use a needle tip syringe to inflate balloon. Connect catheter to collection container. To deflate the 10ml balloon, gently reinsert the luer tip syringe into the valve and aspirate. Caution: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure in the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and /or lead to injury, illness or death of the patient. Caution: federal (u.sa.) Law restricts this device to sale by or on the order of a physician. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: do not aspirate urine through drainage funnel wall. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Do not use if package is damaged. Recommended indwelling time not to exceed 28 days."

Event description:
It was reported that the foley tray had an issue with the patient. It was also reported that to check integrity of the bladder post c-section and sterile formula was used to backfill the bladder. Roughly 200ml had been placed in the bladder when a pop was heard. The physician subsequently postulated that the balloon had popped as this was no longer palpable from the bladder. The catheter was removed without deflating and it was noted that roughly 1 cm of the latex covering the balloon was not present with the catheter. First 55cc inserted through the blue luer lock port inserted with ease. The next 60cc inserted with some difficulty and this was reported to a physician. When the 3rd syringe was attached to the blue port the plunger immediately popped out and the formula spilled out. No formula inserted. The 4th syringe was connected to continue filling, but none was inserted and the physician reported that a pop sound was heard. The foley was removed and replaced and the return of sterile formula and pink tinged urine returned. After the milk was emptied, pink tinged urine was present. As per the follow-up information received on 07aug2020, the physician stated that after formula drainage there was still blood tinged urine. Also stated that the retained piece of the catheter removed from the patient during the cystoscopy.